Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known but suspected that settings required adjustments. Customer consumed carbohydrates to address low bg. A system check was performed and no pump or supply issues were identified. Reportedly, the customer consulted a healthcare provider and settings were adjusted to resolve low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.